Event description:
The customer reported that the nicu was having issues with the syringe pump not giving the right dose/vtbi of fentanyl. There was no report of patient harm. The event occurred in nicu. It was also reported that the pharmacy had the wrong (incompatible) syringes which they supplied to the nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate. Biomed reported "sn: (B)(4), bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s. No priming done. Sn: (B)(4) bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml¿s delivered 6.11 ml¿s. No priming done." Biomed performed an investigation on the 2 suspect syringe modules and reported, "we found out afterward the pumps were working as programmed.¿

Manufacturer narrative:
The customer¿s report of syringe pumps not giving the right dose/vtbi with syringes filled with 10ml but only delivering 6.24ml and 6.18ml was confirmed, caused by dataset configurations in the nicu profile. Physical inspection of the device showed no issues. Review of the event log shows that on (B)(6) 2018 at 3:12 pm the pcu was powered on with syringe module s/n (B)(4) attached and assigned unit label a. At 3:13pm the device was programmed for a bd plastik 5ml with 2.9008 ml volume detected, dextrose 10%, rate 25ml/hr. The syringe module alarmed for near end of infusion and the user paused the device. At 3:14pm the module alarmed for check syringe and the user silenced it. The volume infused was cleared and a bd plastik 5ml was selected with 2.150 ml detected. At 3:15pm the syringe module alarmed for near end of infusion. At 3:18pm the device transitioned to kvo with a rate of 2.5ml/hr. The module alarmed for check syringe and the infusion was stopped. At 3:19pm the volume was cleared. The user programmed a bd plastik 50/60ml with 9.3505 ml detected, dextrose 10%, rate 50ml/hr. The device alarmed for near end of infusion and was silenced. At 3:26pm the infusion was complete and transitioned to kvo with a rate of 2.5ml/hr. The user channeled off the syringe module and the pcu powered off. Functional testing replicated the device not delivering the right dose when using the data set in use at the time of the event. Kvo and all mode were enabled. When all mode is enabled the syringe module does not deliver the entire syringe contents, and leaves a percentage of the syringe contents available for kvo operations. The percentage of volume that is left for kvo is determined in the syringe module configurations. Near-end-of-infusion (neoi) was also enabled, which sets a configurable alert from 1 to 60 minutes before infusion is completed. The alert was configured to 30 minutes from completion of the vtbi. Since the infusion was set to infuse in less than 30 minutes the neoi alarm occurred immediately after the infusion was started. The root cause of the incorrect delivery was attributed to the syringe module settings in the dataset for the nicu profile.

Manufacturer narrative:
(2)bd 60ml syringe; 10ml- 20ml, therapy date unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nicu is having issues with the syringe pump not giving the right dose/ vtbi of fentanyl . Although requested there are no additional event details. There was no report of patient harm. The event occurred in nicu. The pharmacy had the wrong ml syringes which they supplied to the nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate. The biomed performed an investigation on the 2 suspect syringe modules which revealed :"bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s. No priming done. Sn: (B)(4), bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml¿s delivered 6.11 ml¿s. No priming done. , 10ml¿s drawn up, actual reported on pcu 6.24ml¿s, delivered 6.18 ml¿s., there was no priming done.bd 60ml syringe used, 10ml¿s drawn up, actual reported on pcu 6.27 ml s delivered 6.11 ml¿s, there was no priming done."